Manufacturer narrative:
Info was received via an attorney representing the pt. Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation. This info was entered into the MFR's complaint database for tracking and reporting purposes.

Event description:
Received notice of litigation from an attorney. The report received stated that the device was in use on a pt during a surgical procedure. The report alleges that during the procedure, the pt received 2nd degree burns on her left leg. No treatment or intervention was reported. No permanent adverse effects to pt were reported.